Manufacturer narrative:
The customer reported complaint of the lifeband clip could not lock in the drive shaft of the autopulse platform was not confirmed during the functional testing of the returned platform. Unable to duplicate the customer reported complaint during testing. The autopulse platform was tested with multiple lifebands and no discrepancies were observed. Since the lifeband was not returned for an investigation, an issue with the lifeband cannot be ruled out. Visual inspection of the autopulse platform was performed and unrelated to the reported complaint, found damaged top cover as a result of user mishandling. To remedy the damage, the top cover needs to be replaced. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear for the age of the device. Deburring of the clutch plate was performed to remedy the encoder drive shaft issue. The autopulse platform passed the functional test without any fault or error. However, the encoder shaft can be rotated in one direction without the lifeband due to the excessive wear on the shaft, unrelated to the reported complaint. The encoder was replaced to address the issue. The returned autopulse platform was manufactured in january 2013 and is 7 years old, well beyond its expected serviceable life of 5 years. Review of the archive data indicated user advisory (ua) 17 (max motor on time exceeded during active operation) error message around the reported event date, unrelated to the reported complaint. The investigation verified that the drivetrain motor brake gap was out of specifications due to the age of the device. Brake gap was adjusted to remedy the fault. The load cell characterization test confirmed both load cell modules are functioning within the specification. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
Per reporter, the lifeband clip could not lock in the drive shaft of the autopulse platform. Unknown if the device issue was observed during the patient use or device check. No known impact or patient consequence was reported. No further information was provided. For autopulse lifeband issue see MFR 3010617000-2020-00109.